Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 496 (mg/dl) and high ketones for 1 week. Reportedly, customer discontinued pump use on (B)(6) 2016, and indicated that manual injections were used to treat elevated bg levels and as back up insulin therapy. System check with tandem technical support indicated pump was operating as intended. Recommendation was made to consult with health care provider to discuss diabetes management.